Event description:
Cardiac arrest with downtime approaching 30 minutes prior to arrival, with CPR throughout. Attached quik-combo pads and life pak 12 to obtain a quick look, which revealed asystole. Within 3 minutes of quick look, heard life pak beep, looked at screen and saw dashed lines (----) and message "paddles off". Checked all connections and all were intact. Attached limb leads and began monitoring leads I-iii, pt still in asystole. Upon entering the hosp checked paddle leads and noticed them working intermittently. Defibrillation or pacing was never attempted.